Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an issue with missing/invalid diagnostic data. It was confirmed that episode storage data was invalid and no episode data was available. (B)(4)

Event description:
It was reported that the patient presented to the facility and it was not possible to browse through the detailed data from the implantable cardioverter defibrillator (ICD), as there was an error message of invalidated detailed data and the inability to browse all of text, electogram (egm) and plot data. It was noted there was a software error of semiconductor memory. Then the patient presented to the facility for a second time a few months later, and an error message showing invalidated detailed data was observed again. The physician then requested the data since it could not be viewed at the facility through the ICD. The patient then received shock treatment a few weeks later and the recurrence of the same event was observed. It was added the patient had previously received ablation therapy and the data was again requested to be reviewed, since it was not available from the device. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an issue with missing/invalid diagnostic data. It was confirmed that the episode egm data is invalid and unable to be viewed.

Event description:
It was reported that the patient presented to the facility and it was not possible to browse through the detailed data from the implantable cardioverter defibrillator (ICD), as there was an error message of invalidated detailed data and the inability to browse all of text, electogram (egm) and plot data. It was noted there was a software error of semiconductor memory. Then the patient presented to the facility for a second time a few months later, and an error message showing invalidated detailed data was observed again. The physician then requested the data since it could not be viewed at the facility through the ICD. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.